Manufacturer narrative:
This device is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected as there is a malfunction in the radio frequency communication hardware. Device replacement was recommended. Surgical intervention was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003 was recorded. The battery voltage was lower than expected, but still supported full device function. The device case was opened and internal visual inspection noted no irregularities. Detailed analysis indicated the cause of the clinically-observed alert (i.e., code 1003) was due to a compromised radio frequency module within the internal circuity which caused a higher-than-expected power consumption that prematurely depleted the battery. No further irregularities with the device were observed throughout product testing.

Event description:
.